Manufacturer narrative:
Pending evaluation. 301-01-13 13 mm stem; 300-10-45 4.5 replicator plate; 310-01-47 47 short head.

Event description:
As reported, this 74 year old, female patient had a left shoulder replacement on (B)(6) 2017. During the revision, the glenoid was loose and caused some metalosis around the humerus and the glenoid. There was a defect centrally in the glenoid. All pegs came with the glenoid when a small darrach was used to pull the glenoid out. The central peg was removed with the removal device connected to a slap hammer. The surgeon put in a arthrex reverse. All parts and pieces were removed and nothing was left in the wound site. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: the revision reported was likely the result of disassociation of the center cage from the polyethylene body of the glenoid component, which created a hole in the polyethylene body and led to metal-on-metal contact between the cage and the humeral head. The initial disassociation may have occurred due to incomplete or off-axis drilling/seating of the cage glenoid during implantation. However, this cannot be confirmed because no original post-operative radiographs were provided.